Event description:
Related manufacturer reference number: 1627487-2022-00311; 1627487-2022-00312; 1627487-2022-00313. It was reported that the patient had an infection at the lead site. As a result, the patient had the drg system explanted on (B)(6) 2022. The patient was prescribed oral antibiotics. The infection resolved over time. It is unknown which lead is related to the issue. Therefore, all the devices are being reported.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.